Event description:
It was reported that the patient was concerned that her battery was depleting too fast. It was stated that her battery is currently at 2.7 volts. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 37092 lot# 360340002, implanted: 2013 (B)(6), product type accessory product ID: 3389-40 lot# j0217061v, implanted: 2002 (B)(6), product type lead (B)(4).

Event description:
The patient¿s implantable neurostimulator (ins) battery was at 2.9 volts, not 2.7 volts as was previously reported.